Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5: the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -13.2/1.0/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2019. The patient experienced excessive vault. On (B)(6) 2020 the lens was exchanged with the same model; similar power; shorter length but problem was not resolved. The cause of the event was reported as unknown. See MFR 2023826-2024-00726 for replacement lens. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# 718280

Manufacturer narrative:
Patient identifier: (B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2,-10.5/1.0/74 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.